Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: the patient underwent a transvaginal enterocele repair with high uterosacral ligament colposuspension and cystoscopy on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to stress urinary incontinence and prolapse. It was reported that after implantation, patient experienced continued stress urinary incontinence, incomplete voiding, leakage, urinary and bladder infections, low back pain, sharp pain and numbness in right leg and pain and numbness in left side of abdomen. It was reported that patient underwent a marshall-marchetti-krantz anterior urethropexy and a failed attempt at mesh removal. Also, it was reported that patient had cystoscopy on (B)(6) 2011. (B)(4) - stress urinary incontinence; incomplete voiding; leakage; bladder infections; low back pain; numbness in right leg; pain and numbness in left side of abdomen.